Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ¿multiple¿ patients (also reported as 3-4; and four sustained an injury) sustained facial deep tissue pressure injury with a proning accessory kit. While on a progress plus bed with the proning accessories, the patients have sustained ¿facial pressure injuries.¿ the customer also noted, the staff do not know how to use the device well and staff ¿drag the patients face.¿ the patients required ¿specialized wound care treatment¿ (not further specified). Additionally, there was no allegation of a device malfunction. No further information was available at the time of this report.